Event description:
This patient had a cypher stent placed in the plad in 2002 and a taxus stent placed in the m-drca in 2005. She presented acutely in 2008 with mi. Angiography revealed instent restenosis of both the cypher and the taxus. To treat this, three additional cypher stents were placed: 2 in the plad and 1 in the m-drca. A week later after the procedure, the patient came back to the hospital and in stent thrombosis was found in the patient. Also the patient had cardiogenic shock.

Manufacturer narrative:
This female patient with a history of known cad, obesity, smoking, drug and etoh abuse, diabetes (uncontrolled), hypertension, hyperlipidemia, and a family history of early on-set heart disease presented to the ed in 2008 with new onset chest pain, shortness of breath and diaphoresis (x 2 days). Of note she had the following previous cardiac procedures: 2002: st-elevation mi with cypher stent implant in the lad. 2005: non-st elevation mi with taxus stent placement in the rca. 2007: instent restenosis of the taxus stent in the distal rca. Treatment unknown. Baseline troponin levels were within normal limits x 2. ECG revealed inverted t waves inferiorly. Echocardiogram showed normal lv/rv size, ef 60-65%, and normal wall motion throughout. On two days after the original date, she was taken to the cath lab. Angiography revealed a hazy, 60% in-stent restenosis of a previously placed cypher stent at the proximal edge and a 50% in-stent restenosis at the distal stent edge of the stent in the proximal lad. There was also a 70% in-stent restenosis of a previously placed taxus stent in the mid-distal rca. New disease was identified in both the second diagonal branch and the lcx. The proximal lad was predilated with a 2.5 x 12 maverick and a 3.5 x 13mm powersail ( 7 inflations to a maximum pressure of 13 atms. A 3.0 x 28mm cypher stent was successfully deployed in the lesion. Then the mid-lad was pre-dilated with a 2.5 x 12mm maverick balloon (3 inflations to a maximum of 10 atms). A 3.0 x 18mm cypher stent was deployed in the lesion. Next the rca was predilated with a 2.5 x 12mm maverick balloon (3 inflations to a maximum of 12 atms). A 3.0 x 18mm cypher stent was successfully deployed in the lesion. Finally, the second diagonal branch was treated with balloon angioplasty. Troponin post procedure peeked at 11. The patient was held one extra day for observation and the troponin dropped to 4 at discharge. On two days later, she was sent home with orders for daily aspirin and plavix, in addition to her regular medications. Five days later, the patient presented to the hospital with chest pain, shortness of breath, and diaphoresis x 3 to 3 1/2 hours. She was somewhat combative and resistant to care. She described her symptoms as similar to her recent mi one-week prior. She stated that she was currently taking plavix; however, her partner counted her tablets and there were too many left in the bottle for the patient to have been complaint. The patient's pulse was 50 bpm. ECG revealed third-degree heart block. Systolic pressure was 170's. The ER physician was not able to insert a peripheral IV; therefore, an intraosseous line was established. Upon arrival at the cath lab, the patient was found to be in cardiogenic shock. An iabp was inserted for hemodynamic support. She was also emergently intubated and placed on mechanical ventilation. Heparin and reopro were administered. Angiography revealed that the recently placed cypher stents in the lad and rca were thrombosed. The lad was successfully treated with a 2.5 x 30mm maverick balloon inflated 5 times to a maximum of 10atms. During this treatment, the patient had 2 episodes of ventricular tachycardia requiring defibrillation. Transvenous pacing wires were inserted. The rca was successfully treated with angiojet. Dopamine and norepinephrine drips were initiated. Despite successful revascularization and all resuscitative efforts, the patient's systolic bp ws only 50 mmhg. The patient was taken to the or for surgical placement of a levitronix bivad. Following the procedure, the patient had to return to the or for bleeding. The chest was left open due to severe edema. Patient's condition continued to worsen and she experienced multi-system organ failure. After three days, the family gave permission to remove life-support. The patient expired after 10 minutes. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus and tissue prolapse. This patient had a history of known cad, obesity, smoking, drug and etoh abuse, diabetes (uncontrolled), hypertension hyperlipidemia, previous mi with stents x 2, previous stent restenosis, and a family history of early on-set heart disease. She presented acutely and was ruled in for mi. Angiography showed high-grade in-stent restenosis in both stents, as well as new disease in the diagonal branches. Following re-treatment and additional stent placements, the patient did not take anti-platelet therapy as indicated. All of these factors put the patient at an increased risk for a major cardiac adverse event, particularly thrombosis. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple patient, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported thrombotic event. This is one of four reports submitted for multiple events for the same patient. Please reference MFR reports: 3003742446-2008-00126, 3003742446-2008-00155, 3003742446-2008-00156, and 3003742446-2008-00157.